Manufacturer narrative:
The reported reader ((B)(6) ) has been returned and investigated. A visual inspection was performed on the returned reader and no issues were observed. Tested the audio and vibration functions using approved software. Both audio and vibration functions worked properly. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader volume could not be turned up. On (B)(6) 2021, as a result, the customer had a loss of consciousness, however, there was no report of third-party medical treatment provided. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader volume could not be turned up. On (B)(6) 2021, as a result, the customer had a loss of consciousness, however, there was no report of third-party medical treatment provided. No further information was provided. There was no report of death or permanent injury.